Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly and the battery gauge was fluctuating. Additionally, multiple cartridge change error messages occurred. Although requested, the customer declined a follow up from tandem technical support. No additional information was provided.